Event description:
Covidien received information stating that during patient use, when the ventilator was connected to the alternating current cable, a "backup battery failure" alarm occurred. The patient was manually ventilated and transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4).